Event description:
Intracept rf probe ref# fg 0043, lot# 5567643 failed to work properly during ablation procedure - machine kept stopping the ablation. Probe was connected to the relievant generator.